Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission with non-sustained ventricular oversensing alerts. Upon review, noise was seen on the ventricular sense channels for the right ventricular lead. It was suspected that a possible lead problem was forming. Intervention was considered. No further information was provided.